Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a ¿35-volt supply failed¿ error. The device was being prepared for patient use when the issue was identified; it was taken out of service. There was no patient involvement at the time the issue was discovered. It was during patient set up which is before patient use. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Although the unit was not physically present, the customer provided diagnostic information and identified the need for replacement parts to address the issue. This investigation is ongoing.